Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Screw has been unfastened. Secure glue has been chemical attacked. It is clear visible, when the screw is not perfect tighten: head comes outside the sink - screw tread doesn't fill its counpart. Lack of inspection after and before use. Clearly described in the IFU. Possibly wrong re-processing procedure - customer doesn't response to questions about re-processing raised. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline metal handle according to the information received, the screw of clickline metal handle (33132) was loosen during operation. Customer reported that the broken part did not drop into the patient's body when the incident occurs. Additional patient information is not available.